Event description:
It was reported that during a laparoscopically assisted distal gastrectomy procedure, the tear shaped clip was formed at the 8th firing. The device was removed from the pt's body. When the doctor tested the firing of the device outside the pt's body, the jaw would not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.